Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the information that the event started after implantation on (B)(6) 2019. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). The mesh removal surgeon is: dr. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a mid urethral sling and cystoscopy procedure performed on (B)(6) 2019 for the treatment of stress urinary incontinence. Reportedly, the patient underwent a suburethral sling excision/revision on (B)(6) 2021 for the treatment of vaginal mesh exposure. During the surgical intervention, a mesh exposure to the left of the urethra was identified. The mesh is undermined and elevated away from underlying granulation tissue. It is divided in its midpoint and periurethral dissection is undertaken bilaterally. Additionally, the granulation tissue bed is sharply excised and the vaginal incision edges are freshened. There were no known complications reported during the procedure.